Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected vitros tropi es results were obtained from three patient samples on a vitros eci immunodiagnostic system. The definitive assignable cause could not be determined for patient 1 and patient 2. The investigation was unable to rule out an instrument issue, reagent malfunction or pre-analytical sample handling as possible contributing factors. The assignable cause for patient 3 was an analyzer related issue. Service actions returned the analyzer to expected performance.

Event description:
The customer complained that non-reproducible, higher than expected vitros tropi es results were obtained from three patient samples on a vitros eci immunodiagnostic system. Patient 1: 8.08 ng/ml vs. Expected result of <0.012 ng/ml. Patient 2: 1.01 ng/ml vs. Expected result of <0.012 ng/ml. Patient 3: 0.06 ng/ml vs. Expected result of 0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The higher than expected vitros tropi es results were not reported outside of the laboratory and no allegation of patient harm was made as a result of these events. This report is number three of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).